Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional noted they are "still having issues with the stent curling more" with a xen 45 gel stent.